Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp and while on support, there were ongoing suction alarms due to volume related issues. It is unknown if the suction alarms resolved before support was completed. The patient was on impella support for 64.31 hours before the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation into low pump flow has been completed. The impella device was not returned for evaluation. The cause of the low pump flow issue was most likely patient condition related, based on data log review and given clinical details.